Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that a patient indicated for urinary dysfunction and gastrointestinal/pelvic floor reported was implanted a week prior and for the past "three days or so" experienced a loss of therapy. Their frequency had increased. With the basic and advanced evaluation, the patient's frequency was down to 1 hour and 1.5-1.75 hours, respectively. The patient's frequency had gone back to only one hour. Stimulation had been increased from 0.6v to 0.9v and the patient felt it initially, but no longer did at the time of the call. Therapy was confirmed to be on. During the call, the patient increased to 1.1v and they felt stimulation comfortably in the correct area. The consumer further reported that the patient did not have a consistent 50% reduction in symptoms. Patient would try a new program which would improve symptoms to 50% reduction for either hours or day but then would reduce less than 50%. It was indicated they had new programs put in which helped more than the original programming. The healthcare provider thought it was around 50% threshold but medicare did not think so. The patient eventually developed a pressure ulcer over the battery, and the wound opened. It was noted the implant was removed.

Event description:
Additional information from the healthcare professional reported the patient has huntington's chorea with uncontrolled muscle spasms that caused pressure ulcer over the implantable nuerostimulator (ins) battery. The pressure ulcer over the battery was resolved after removal of the device and wound care.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.